Manufacturer narrative:
Correction: h9.

Event description:
No additional information received from customer.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited a failure of the electric oil pressure proportional valve and the failure of the 1st pressure reducing valve. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: olympus confirmed that due to failure of the electric oil pressure proportional valve, leakage from the 2nd plumbing occurred. Also, olympus confirmed that due to failure of the1st pressure reducing valve, average flow volume has decreased excessively. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.